Manufacturer narrative:
A review of the pump black box revealed multiple unexplained pump reboots however the power rebooting and intermittent power was not duplicated during the investigation. The pump was run on a 24 hour basal program using the returned battery cap with no intermittent power occurrences. The returned battery cap attached securely and there was no damage found to the cap. The pump was opened and there were no defects found to the power circuit. There was no moisture found internally. The battery cap contacts were within specifications. Unrelated to the original complaint, the battery compartment was observed to be cracked from the threads traveling down along the bumper toward the case seal and below the bumper at the case seal. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.